Event description:
A home patient contacted baxter's technical service center for assistance in ending the setup procedure for the homechoice system. Per initial report, the home patient accidentally connected their transfer set to the paitent line of the homechoice set briefly during prime. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.